Event description:
Pt had surgery earlier in the day with insertion of mammosite catheter. Pt experienced a "pop" and burning in her breast. Pop heard at bedside. Catheter ruptured in recovery room before discharge. Pt returned to surgery for second implantation; admitted for observation.